Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with IV and oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024 and a wound washout was also performed during the same surgery. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported).